Manufacturer narrative:
Ten samples and photos received for investigation. Through visual inspection, the top web label of the samples received from the complaint were reviewed. The scan generated (B)(4) instead of (B)(4). Therefore, the complaint was confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated, same incident was found. Possible root cause is associated with the respective drawing for the impacted sku 30281264, needle 27x1/2 ll eclipse was inadvertently revised and released with the incorrect barcode. Coverage was carried out to verify that the other codes are correct.

Event description:
No additional information.

Event description:
It was reported that the bd needle 27x1/2 ll eclipse barcode was not readable. The following information was provided by the initial reporter translated from spanish to english. The customer reports that when dispensing the item 30281264 probe 13x4 eclipse bd, by reading the barcode printed on the packaging of the item in question, the batch mentioned had the same barcode as item 305818 probe with disposable device 30 x 8, i.e. It does not match the product. In order to use part of this batch, the customer had to provide labor and labels to print a new label with the correct barcode and label each probe in order to continue dispensing correctly. Batches: 3304965 and 4031535. Describe patient / (hcp) / user impact. Occurrence happened before use.

Manufacturer narrative:
D.4. Other lot number includes 3304965 and other expiration date includes 2028-10-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2023-10-31.